Event description:
It was reported to the aci sales professional that a patient underwent a coronary catheterization procedure on (B)(6) 2010. Following the procedure, mynx was chosen for femoral arterial closure. The femoral angiogram taken pre-procedure showed what was reported as minimal pvd. The stick location was good and vessel size was appropriate. Hemostasis was successfully achieved and the patient was ambulated and discharged per hospital protocol. On (B)(6) 2010, the patient returned to the hospital with a red and swollen groin. The treating cardiologist referred the patient to the vascular surgeon who decided to perform surgery where he removed foreign material that was reported to be the mynx sealant. The wound was not cultured, however, the material, described as "white and surrounded by pus and serous fluid" was sent to pathology. Results showed the sealant was not infected and was a "sterile sample". No further information was provided.

Manufacturer narrative:
The event occurred in (B) (6). Caller did not know which aviva system produced the erroneous results. This medwatch report is for the suspect device used in aviva system (lot number 202431, expiration date 06/30/2011). (B) (4). (B) (4).

Event description:
Caller reports that during a correlation study the following sensor/aviva results were obtained: 1) 56 mg/dl/42 mg/dl 2) 94 mg/dl/70 mg/dl 3) 51 mg/dl/37 mg/dl 4) 91 mg/dl/66 mg/dl 5) 68 mg/dl/49 mg/dl 6) 89 mg/dl/64 mg/dl 7) 70 mg/dl/50 mg/dl 8) 40 mg/dl/28 mg/dl 9) 40 mg/dl/28 mg/dl 10) 76 mg/dl/53 mg/dl 11) 79 mg/dl/54 mg/dl 12) 72 mg/dl/49 mg/dl 13) 81 mg/dl/55 mg/dl 14) 115 mg/dl/78 mg/dl 15) 80 mg/dl/54 mg/dl 16) 73 mg/dl/49 mg/dl 17) 96 mg/dl/63 mg/dl 18) 59 mg/dl/37 mg/dl 19) 40 mg/dl/24 mg/dl 20) 80 mg/dl/48 mg/dl 21) 36 mg/dl/21 mg/dl 22) 58 mg/dl/33 mg/dl no actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not know which aviva system produced the erroneous results. This medwatch report is for the suspect device used in aviva system (lot number 202431, expiration date 06/30/2011). (B)(4). Corrected lot number to 202427